Event description:
It was reported during the clinical trial the subject flow diverter stent did not fully deploy against the vessel wall and the patient suffered an acute cerebral infarction. The event was treated with medication and patient treatment is on-going. No other information is available.

Manufacturer narrative:
D4 lot# - corrected. H4 manufacturing date ¿ added. D4 expiration date ¿ added. D4 gtin ¿ added. Due to the automated mes/DHR (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the patient's vital signs are currently stable, and the patient is conscious. Physical examination shows that the patient has hemiplegia on the right side, with low muscle tone in the right limb. The muscle strength of the right upper limb is 0-1 grade, and that of the right lower limb is 0-1 grade. The right hand has poor movement and cannot complete grasping, and the hand function is poor. Poor balance ability. Rehabilitation training has been requested from the rehabilitation department. On july 19th, she had soy sauce-colored stools, suggesting the possibility of gastrointestinal bleeding. In the physician¿s opinion the cause of the reported adverse event (cerebral infarction); a. Underlying medical history: the patient has suffered from hypertension for over 9 years and has been treated with medication, but the control is unknown. She has a history of "diabetes" for 3 years and has been treated with medication, but the control status is unknown. And sha has suffered from venous thrombosis in both lower extremities for many years and has received repeated treatments outside the hospital but the specific medication took is unknown. Therefore, it is considered to be probable related to the medical history. B. Dsa angiography showed: a large aneurysm at the bifurcation of the m1 segment of the left middle cerebral artery, with a tumor size of approximately 15.5*13.2mm and a neck size of about 5.8mm, and stenosis of the upper trunk of the m1 and m2 segments of the left middle cerebral artery. Occlusion of the m1 segment of the right middle cerebral artery; considering that the aneurysm is large and the blood vessels are narrowed, it may be probable related to underlying diseases. C. After the surpass evolve flow diverter system was released during the procedure, the aneurysm at the neck adhered poorly. However, it adhered well after balloon dilation. Consider that the evolve may cause thrombosis, so it might be probable related to the device. The device deficiency was reported as below (the device in-use, not returned), which caused or contributed to an adverse event 1 acute cerebral infarction (reported earlier). Device deficiency term: study device did not fully deploy against vessel walls (apposition). Device deficiency description: during release process, the stent adhered poorly. After massage, there was still poor adhesion. The intercranial balloon dilation catheter adhered well after use. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient stroke as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the other reported issue of stent failed/unable to open, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported during the clinical trial the subject flow diverter stent did not fully deploy against the vessel wall and the patient suffered an acute cerebral infarction. The event was treated with medication and patient treatment is on-going. No other information is available.